Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/22/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: was there any adverse consequence associated with the patient? Ans.- no. - please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Ans. - doctor self. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection evaluation was conducted on the returned device. The returned sample determined that it was received one opened sample that pertain to product code vp2443. During visual inspection of the detached needle, the swage and attachment area were noted to be as expected. The barrel hole was examined, and the remnant of suture was observed. The suture cannot be dispensed since have begun the degradation process this condition probably caused the detached needle. Per the sample condition, the functional test cannot be performed. The foil was visually inspected, and excessive wrinkles and holes in the cavity were observed. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2024 and suture was used. It was reported from the analysis of the returned product that suture degradation was observed. During the opening of foil needle is detached with thread. There were no patient consequences reported. Additional information was requested.